Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was received for investigation. A visual inspection revealed the device to be in good physical condition. A review of the event history log showed an occurrence of an alarm "cassette detached". Testing was performed and the downstream sensor did not activate. The upstream sensor was tested the device activated however, while testing was still being performed the device intermittently would alarm upstream occlusion. A root cause was not determined.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump would not alarm during occlusion test. No injury was reported.